Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The complaint can be re-opened when the device has been received for investigation.

Event description:
Patient complained about intermittent hearing sensation and visited clinic for check-up. Externals system is working well. Currently, patient does not have any hearing sensation, but was hearing well before. No trauma was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient complained about intermittent hearing sensation and visited clinic for check-up. Externals system is working well. Currently, patient does not have any hearing sensation, but was hearing well before. No trauma was reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
Patient complained about intermittent hearing sensation and visited clinic for check-up. Externals system is working well. Currently patient does not have any hearing sensation, but was hearing well before. No trauma was reported.